Manufacturer narrative:
(B)(4). Two segments of the lead were returned for analysis over a year and a half later. The two segments totaled 21 centimeters (cm) of the 52 cm lead. Visual inspection revealed insulation damage which was determined to be likely from electrocautery. Initial analysis noted damage to the conductor coils, thus the lead was sent for detailed analysis. Detailed analysis determined that both the anode and cathode wires of the conductor coil were cut. The field allegations were not confirmed by laboratory analysis.

Event description:
Boston scientific received information that during a routine follow up, this right ventricular (rv) exhibited noise, loss of capture and pacing inhibition. A revision procedure was performed and this lead was surgically abandoned. A new rv lead was implanted without issue. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
There was oversensing of the noise leading to pacing inhibition with greater than two seconds of asystole. It was noted that the patient would experience syncope everytime they raised their arms above their head.